Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however medical records were provided and reviewed. The investigation confirmed for positioning issue. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a positioning issue. This information was received from one source. Of the one alleged malfunction, one patient was involved with no patient consequences. The female patient is 50 years old and weight was not provided.